Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high and low blood glucose. The customer's blood glucose. The customer's blood glucose was 36, 76, 433, 450 mg/dl. The customer was treated with the peanut butter and quakers and orange juices and sugar for low blood glucose and with the insulin pump for low blood glucose. The customer declined troubleshooting for low blood glucose and not performed for the high blood glucose. The product will not be returned for analysis.